Event description:
I recently had an MRI of the brain which found chronic sinusitis with possible polyps. As well as severe inflammation. The symptoms have been going on for a few years now but didn't think it was related. After further testing I believe my illness is associated with the recall. FDA safety report ID # (B)(4).